Event description:
It was reported to boston scientific corporation in 2008, that a one step button gastrostomy device was used during a procedure one month prior, (patient age, gender and weight are unknown). According to the complainant, after the initial placement procedure, the decompression tube was used for only two days. On the second day, it was noticed that the tip (button) of the adapter was torn and possibly missing. The physician looked for the piece by using the endoscope, but could not find the button. There is a possibility that the piece dropped inside the patient's body and was eliminated naturally. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The customer complaint is confirmed. The most probable root cause is that the flange broke off due to bending occurring during handling use.